Manufacturer narrative:
The suspect device was returned for evaluation. The investigation determined that the ribbon had separated from the distal end during the procedure. No root cause was able to be confirmed. No device history record review or complaint database search were performed because no lot number was provided.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Customer alleged another manufacture catheter was prepared according to all recommendations, after ablation of the left superior pulmonary vein (lspv) the physician was unable to push or pull the merit guidewire. It was completely stuck in the catheter. They removed the catheter and note the guidewire was damaged. A different guidewire was used to complete the procedure without issue. There were no patient complications.